Event description:
A review of svc data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor case was damaged and wires were exposed. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor case was damaged and wires were exposed. Upon eval, the monitor failed the pulse test. The cause of the pulse test failure is physical damage to the high voltage wires where the case was damaged. The cause of the damaged high voltage wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged case. The last pt to use this monitor did not report any deficiencies.